Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to a fluid loss since it was observed a hole in the tubing going from the pump to the cylinders. The ipp was explanted. There were no patient complications reported.